Manufacturer narrative:
One photo depicting a safety glide needle was received. The cannula has yellow-ish foreign matter under the needle shield outside the fluid path. Unfortunately the foreign matter cannot be identified from the photo received. The foreign matter observed appears to be larger than level 3 in size and is rejectable per product specification. Potential root cause for the foreign matter defect is associated with the needle assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd safetyglide shielding sterile im hypodermic needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ shielding sterile im hypodermic needle there was an issue with foreign matter. There was no report of injury or further medical intervention.